Event description:
The customer reported that the system would not boot up. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ups was reset and the batteries were changed during the service call. The system was tested and found to be working as intended and put back into service.